Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-05787. It was reported that the patient presented for explant of the right ventricular and atrial leads, due to an unspecified malfunction resulting from damage that was sustained during a prior unrelated procedure. No further patient consequences were reported.